Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the package was opened, a kink was observed when the user started to straighten the pigtail part for making the stent pass through the wire guide. Kink was observed before using a wire guide. Since the kink was observed before the pigtail part was straightened, it was expected to be a problem before the package was opened. Therefore, another zebd-7-4 (lot# is unknown) was used instead. N/a - prior to use for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* kink was observed before using a wire guide was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Device evaluation: the zebd-7-4 device of lot number c1790347 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13th dec 2021. On evaluation of the device a 0.035¿ size wire guide did not pass the kinks found on the 2nd , 3rd and 5th portholes on the pigtail curl of the tapered end. Document review: prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 of lot number c1790347 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1790347. It should be noted that the instructions for use (B)(6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use.¿ there is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while the user started to straighten the pigtail. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.